Event description:
It was reported that the analyzer and patient rhythm slave port do not work correctly. Part of the slave cable pins broke off inside the programmer, so you cannot plug a slave cable into the programmer. Also, when trying to test a lead plug in the ventricular port of the analyzer, it shows up as atrial, instead of ventricular. The programmer and analyzer were returned for repair and test/calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event regarding a cable pin broken off inside the programmer. However, the electrocardiogram (ECG)/slave port connector had visible damage as a result of pin mis-seating. The link electronic module (lem) circuit board was replaced and calibrated as a preventive measure due to the damage to the ECG connector. It was also noted that the top case was bent and cracked at the handle, the power cord bay door was damaged, and the microphone was out of electrical specification. Concomitant medical products: product ID: 2290, pacing system analyzer. (B)(4).